Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2026. The infusion set was in use for two days.the blood glucose level was high at the time of the event and got treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.